Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement tests. No excessive no delivery alarm. The pump had intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. The pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the pump alarmed no delivery, numbers are scrolling, and the buttons get stuck. The customer declined to troubleshoot for the no delivery alarm. The device will be returned for analysis.